Event description:
The customer called for help with her contour meter. While troubleshooting, she performed a control test and received a result of "lo". The normal control range was 102-141 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.